Event description:
As reported to coloplast hough not verified, patient was implanted with aris mesh. Later patient experienced mesh erosion, incontinence and bleeding. A removal of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.